Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damaged cable, kink on cable, corrosion on electrical contacts, corrosion on free lock lever, corrosion on scope mount, scratches on the main body(lens) and deposits on the main body (lens). There was no patient involvement.